Event description:
It was reported that the patient suddenly developed ventricular fibrillation (vf) during an attempted implant of a lead. The physician performed defibrillation and cardiac resuscitation. The physician decided the patient could not endure the rest of the procedure. The lead was attempted, but not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the full lead was returned and analyzed with no anomalies found. There was blood on the distal electrode. (B)(4).